Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night the customer had hyperglycemia ranged from 22mmol/l to 33 mmol/l and had noticed that the reservoir was leaking. It was reported that the customer was not feeling well. It was reported that the customer put in a new site and had the blood glucose levels of 22 mmol/l. The customer gave 4.5 units of insulin and went back to sleep and then woke up again and the blood glucose level was 33 mmmol/l. The customer current blood glucose level was 13.5 mmol/l. The customer declined to troubleshooting for high blood glucose levels. Troubleshooting was performed. The customer stated that the leak occurred while sleeping. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into a paradigm pump. Conclusion: reservoir not leaks. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.